Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records cannot be performed, due to the lot number not being provided. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d10: the device was initially reported as being returned; however, additional information reported that the device was discarded. H3: device was discarded/not returned.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral vein was attempted with a proglide device using the pre-close technique via a 5f sheath prior to an electrophysiology (ep) interventional procedure. Reportedly, there was no suture present when the needle plunger was removed after deployment. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 14f and the ep procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.